Event description:
It was reported that the sales representative was called to the emergency room to check the patient's device. The device had reached elective replacement indicator (eri) and was unable to be interrogated. The device currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)